Manufacturer narrative:
A ge service rep performed an on site investigation. A cable was replaced. The system was then found to be operating as intended.

Event description:
The customer reported, the system failed to fluoroscopy x-ray. No report of pt injury.